Event description:
It was reported that the receiver display was frozen. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver being stuck at "dexcom" screen. Pictures were taken. A receiver boot test was not performed due to the receiver being stuck at "dexcom" screen. Functional tests were not performed due to the receiver being stuck at "dexcom" screen. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver being stuck at "dexcom" screen. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.